Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the vibrate function failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found moisture damage. The reported event of an no vibration was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/15/2016, to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.